Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The impedance measurements were not recorded. This is unable to obtain . No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was implanted in the old pocket, the approximate depth was 1/2 inch. They were going to possibly explant the device. On 2021-(B)(6) a conference call was conducted with a team and the patient to troubleshoot the shocking when recharging. The history of no shocking with communicator use, but shocking during recharging on low or high speed. The patient had excellent connection, but then felt a shocking sensation near the ins header, felt it for about 10 seconds, then itwas sporadic. The patient had been using a barrier between the skin and recharger. They attempted moving the recharger away and still maintaining a connection, but could not get to 'good'. Could see a 1707 and searching, but not good in moving the recharger away from the ins in different directions. Patient was using 0-3+ at 0.2 ma, which provided great therapy benefit. Changed programming on the call to 2-1+ at 0.9 ma. Tried slow and fast speeds and the patient was successful to charge without shocking. They were going to try this programming for benefit as it was functional for charging. X-ray may be taken at a later time to check lead position near the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said patient has a shocking sensation at pocket site only while recharging. Charging with therapy off, a layer of clothing, making sure pin isn't again the skin and using the belt doesn't resolve the issue. Patient had recharge speed changed a month ago to the lowest speed and that didn't change anything. Technical services (ts) told rep that patient has tried everything, thus, there isn't anything else that they could recommend. On august 26th the patient reported to clinic, they again added a layer of clothing, changed ins programming, turned ins off when recharging, used the belt, used without the belt, all with no help. The shocking is worse when the ins is over 50%.  They placed two towels in between recharger and skin, shocking still occurred. Also used a different recharger, shocking still occurred. They also tried charging with the ins off, same issue. The pat ient does not feel any shocking when using the communicator. The rep also changed programs, used the slowest/coolest, and had the same issue. Provider will see the pt back in 1 week, no actions planned at this time.